Event description:
It was reported that patient presented in-clinic for routine followup showing increased electrical measurements for pacing lead impedance and capture threshold. Patient was asymptomatic. Interrogation of competitor's device revealed increased pacing lead impedance values as well as increased capture threshold. Both electrical values, though increased, were still within range. Diagnostic imaging indicated that the lead was intact. The lead appears to be still functioning with appropriate electrical measurements. Patient will be monitored.

Manufacturer narrative:
(B)(4).